Event description:
Complainant alleged that during incoming testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection cable that was not properly seated to a connector on the main board. The cable was reseated to remedy the report. It could not be firmly established what caused the misalignment of the cable to the connector. No evidence of tampering was found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.